Event description:
Arterial air alarms occurred when starting rinseback during a routine hemodialysis treatment because the operator disconnected the arterial line from the pt but did not connect the line to the saline bag before starting rinseback. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190 cc. The pt was started on epogen due to a decrease in hemoglobin level after the event. No add'l medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The event is attributed to incorrect connections made for rinseback by the operator. The user's guide provides adequate instructions for making pt connections for treatment and rinseback. Facility staff has provided add'l training. Nxstage medical considers this report closed. No add'l info will be provided.